Event description:
The customer reported an uncontained clear leak from a tubing at the bottom left of the coulter lh 750 hematology analyzer. The customer noticed the leak while performing a shutdown. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) confirmed the leak from a split in tubing at vl9; tubing was replaced, resolving the leak. (B)(4).